Event description:
Patient had a tonsillectomy and adenoidectomy in 2001. During the procedure, patient sustained a third degree burn at the right lip commissure, which left patient with a permanent scar that will require plastic surgery to repair. The pencil was used with the weck ima/ent needle electrode. Dr.'s operative note states ...this was due to the fact that the guarded needle tip bovie had not been inserted properly into the handle and therefore the patient received a burn in this area.